Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. A review of the alarm log identified an occurrence of the insert slide clamp alarm, confirming the reported condition. The insert slide clamp alarm also occurred during functional testing of the device. The cause of the insert slide clamp alarm was determined to be a dirty and out of calibration slide clamp sensor. To correct the condition, the slide clamp sensor was cleaned and recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the insert clamp alarm on channel one. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.